Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted that there were broken input disks or damage to the tips or housing. There was no missing or detached material from the distal end of the instrument or misaligned or bent tips. No tissue was caught in the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.